Event description:
Patients left breast implant that was implanted approximately 5 years ago deflated/ruptured while sleeping. Implant was explanted on (B)(6) 2024 and sent to manufacturer at the request of the physician so the patient could possibly obtain reimbursement.